Manufacturer narrative:
7/21/97-supplemental report #1 submitted to FDA.

Event description:
During a gastrectomy procedure, the staple lines did not form properly. The surgeon applied another device. The hosp reported that no pt injury had occurred.